Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard vital meter was giving high readings. Caller has had meter for 3 years or more and now she feels that it's giving her inaccurate readings. Caller stated she was feeling "real bad." She was feeling weak, trembling and nervous so she tested and received readings of 128, 124 and 123. She did not dose herself based on the readings, but she didn't feel that her readings were reflecting how she was feeling so she called 911. The ambulance arrived and got 39 with a new sample. This happened on (B)(6) 2015. The readings were a couple minutes apart. The paramedics gave her two tubes of glucose to bring her sugar up, which made her feel better. Strips have been open for a couple months but not more than 3. She changes lancet before every test. Uses alcohol wipe to cleanse finger. I explained soap and water was better. She replaces cap after she gets a reading. Stores in bedroom. Tests on fingers only. There have been no changes in diet, exercise, meds or stress. She is not undergoing oxygen therapy. She has never performed a control solution test. She is still using the meter that she is reporting. Her last readings today were 180 @ 10am; 83 @ 8am; 100; 70; 124 (she doesn't have the date and time set on her meter). Her readings are usually around 100-120 so they seem to be in-range. Replacing product.